Manufacturer narrative:
The customer purchased the bd (breath delivery) unit central processing unit (cpu) and the medtronic field service engineer (fse) then installed the software onto the bdu cpu. The ventilator has passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The customer provided the information and did not request service on the ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated a loss of breath delivery communication error code and stopped delivering breaths to the patient. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.